Manufacturer narrative:
During coronary angiography, the strain relief of a 6fr left amplatz diagnostic catheter broke apart into small pieces. The unit was removed from the patient and replaced with another one without incident. No damage was found on the catheter prior to use, nor were any storage issues identified. It is not known what factors may have contributed to the event. One non-sterile diagnostic catheter was received coiled in a plastic bag. The strain relief came apart at the hub. No other anomalies were found. The exact cause of the broken/fractured/cracked catheter hub could not be determined. It is suspected that the stain relief material may be degraded; however, it is unknown what may have caused the degradation. The device history review was conducted and the product met quality requirements for product acceptance. No corrective action was taken since the cause of this complaint does not appear to be manufacturing related.

Event description:
During an angiogram, the strain relief (reinforced portion of the proximal catheter below the hub) disintegrated into small pieces. The unit was removed from the patient and another catheter was utilized to complete the procedure. There was no patient injury, as the portion that disintegrated was outside the patient's body.